Event description:
It was reported that (1) tvc55 was used during a total gastrectomy procedure. It was reported by the rep that the instrument locked out. A new instrument was used to finish the case. No adverse pt outcome.